Event description:
Technical services received a call on (B)(6) 2011 from sales rep. The lead was explanted on (B)(6) 2011 due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).